Event description:
On (B)(6) 2014, the reporter contacted lifescan (B)(4), alleging inaccurate results of "22, 19, 4 and 9.9 mmol/l" with the subject meter and "17, 13, 2.4 and 6.8 mmol/l" with another device, performed within an unspecified time of each other. This complaint is being reported because the reported results did not meet lifescan¿s accuracy/precision criteria and the alleged inaccuracy issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up # 1 ¿ (07/18/2014).the patient¿s meter has been returned on 6/11/2014 and evaluated by lifescan product analysis on 7/9/2014 with the following findings:the meter passed all testing with no faults found. The reported issue could not be reproduced. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.